Manufacturer narrative:
A manufacturing evaluation was completed: drill sleeve received used with a broken thread section; broken part was not returned for investigation. The measured dimensions on the drill sleeve did pass the specifications. The hardness was found to be according to the drawing. The returned foreign material was determined visually as bone and dried body tissue. No metal debris of this drill sleeve could be visually detected by the blood soaked rag. Based on the measured dimensions the review of DHR and manufacturing documents no manufacturing related failure could be found. Complained problem is confirmed but not manufacturing related. It is likely too much applied force to the thread tip section or a too tilted insertion position could have led to this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. Unanticipated intraoperative x-ray and unknown surgical delay. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported during surgery to repair a femoral fracture on (B)(6) 2015, the locking compression plate drill sleeve tip was discovered to have broken after some locking screws had been inserted. It is unknown at what stage in the surgical procedure the drill sleeve tip broke, so the surgeon took an intraoperative x-ray in an attempt to locate the tip fragment(s). The x-ray image did not reveal any evidence of metal fragments nor were any fragments found during the remainder of the surgery. The surgery was delayed due to the reported event but the length of delay is unknown. No patient harm was reported. This report is 1 of 1 for (B)(4).